Manufacturer narrative:
Batch review performed on 06 october 2020: lot 188492: (B)(4) items manufactured and released on 27-jun-2019. Expiration date: 2024-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the event, batch review performed on 06 october 2020: reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452) lot. 1904754 lot 1904754: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
A mss inverse operation took place on (B)(6) 2020. The operation went quite well so far.on (B)(6) 2020 the patient came to the consultation hour with the dissociated glenosphere from the baseplate. One week before, the patient had also been to the consultation and everything was fine and the patient was very satisfied. Glenosphere revised 1 month after primary.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: few weeks after rsa the glenosphere is found dissociated from the baseplate. Among the reasons that may have led to this accident, one possibility is that one of the baseplate fixation screws was proud from the baseplate and prevented full seating of the glenosphere during impaction. However, other causes may have prevented full engagement of the taper spigot, such as presence of tissue between surfaces or suboptimal alignment. No final conclusion can be reached with the information at hand.